Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) using the subject device, the 3mm length of the broken cutting knife was found within the duodenum of the patient after several times activating of the device by high frequency to cut the papilla. The physician reportedly decided that the cutting knife was not needed to be retrieved from the patient body and finished the procedure. There was no report of patient injury regarding this report.

Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that the facility use the subject device to cut the papilla because the insertion of a cannula to the papilla of the patient was difficult. The user reported that they used electro surgical unit psd- 60, and the surgical unit had been set for 120w "endocut mode" when the knife was broken. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the knife broken around the 5mm from distal end and the broken part was melted and burned by high temperature. There were no abnormalities related to the breakage in the subject device and it's manufacturing records. The device instruction manual warns users that "if the electrosurgical unit is used in certain conditions such as in the coagulation mode, when high-frequency output is set too high, when the activation time is too long, or when the length of the contact between the cutting knife and tissue is too short, deformation or breakage of the cutting knife can occur." This report is being submitted as a medical device report in an abundance of caution.